Manufacturer narrative:
(B) (4).

Event description:
Reservoir volume discrepancies were noted on (B) (6) 2005, (B) (6) 2005, and (B) (6) 2006. The actual volume removed from the 20 ml reservoir was 17.5, 19.0, and 17.8 mls (expected volumes not reported). Afterward there were 4 within-range refills following the discrepant refills. The pump dosage had been reprogrammed 4 times in the period when the volume discrepancies were noted due to lack of efficacy. The volume discrepancies were noted while changing the drug delivered by the pump. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the (B) (6) staff.